Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect medical device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an av fistula angiography procedure, the radiopaque tip on the sheath detached within the patient's graft. The foreign body was successfully retrieved from the patient with no additional consequences to report.